Event description:
Customer complaint submitted for three leaks of this lot number. This complaint is for the second internal "blood leak" reported. The leak was found at the onset of dialysis. The blood leak alarm of the fresenius 2008h sounded, the treatment was stopped, and the blood circuit was discarded (estimated blood loss 250 cc). There were no adverse pt effects and no medical intervention required. The actual sample was discarded. Attempted to get pt identifiers for the medwatch on 3/12/99, 3/15/99 and 3/16/99 with success.